Event description:
Report received from the USA that "the device has a hole in the hose." The device was not being used in surgery. No injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).